Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient experienced a pocket infection. The infection was associated with implant. Symptoms of infection included swelling and ¿mushy¿ was further noted. The date of the event was unknown. The change in therapy/symptoms occurred suddenly and the infection was so immediate the patient was hospitalized. It was described that the infection almost killed the patient. It was unknown if the infection was confirmed. Intervention included administration of antibiotics intravenously in addition to a total device system explant (pump and catheter). The infection had resolved. It was further noted that the patient had an infection more than once and the reporter didn¿t realize that patient had more than 2 pumps implanted and was therefore unsure which implants were regarding prior infections; refer also to MFR report # 3004209178-2013-02774 regarding a prior event/infection.

Manufacturer narrative:
The previous report indicated adverse event <(>&<)> product problem and should have just indicated adverse event. The previously applied (B)(4) was replaced with (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.